Event description:
A patient reported experiencing "error 1" and "error 2" messages with their one touch basic meter. In 2001, patient tried to test their blood glucose and obtained an "error 1" message, pt tried again and received an "error 2" message. Pt reported no symptoms when using the meter. Patient reported that they didn't take their insulin that night because pt fell unconscious. Patient was taken by ambulance to the hospital where pt was treated with a sugar IV. No further information has been reported.